Event description:
MRI (B)(6) hosp head and neck. Tech told me to remove bra and just wear shirt. He allowed my jeans and shoes. Tech placed a sandbag either side of my neck. Tech advised to let him know immediately if feeling hot. Tech failed to advise not to cross legs or intertwine hands. I crossed arms under my breasts right hand on top. I crossed my ankles. During MRI about 2/3 of the way through, right arm had intense pain especially shoulder. I assumed wrong position. At the same time, I had deep brain freeze sensation in my body core. I wanted to shiver, but remained as still as possible. The contrast in right arm. Tech did not advise at anytime to uncross ankles and arms. That evening, elbow pit right arm extremely painful, itchy, red and swelling. Antibiotic ointment with lidocaine to ease deep pain and itch. Pain and itch treated with 500 mg naproxen and benadryl. Shoulder very painful. Elbow pit swelling and gradually turned dark red in growing 2" x 4" area. Skin sloughing off my layer. On (B)(6) 2017 clinic visit and told the nurse about wound. Pa came to the lobby to discuss test result and see the wound. Removed gauze pad. A lot of skin stuck to the gauze pad. Wound angry red and itchy. Chest/neck, right arm, face, inner nose and inside ear painful and very itchy. Pa advised benadryl cream as needed and benadryl tablets as needed. No patient exam or notes in my record. Recommended one time applications of triple antibiotic ointment and 4 4x4 gauze pads to keep my elbow pit covered. That night I woke in extreme pain and itch in right arm, chest, face on the exposed skin that was visible during the MRI. Chest, neck, face, sinuses, mouth (tongue sores, gum sores), eye and eye lids were very red, itchy, painful and swollen. Intense belly pain below my breast bone. Nothing stopped the pain or itch. Open burn wounds just beginning to appear. Clinic for help on (B)(6) 2017. Right arm, chest, lower face, neck(thyroid, thymus, and lymph nodes) swollen, and painful. Same treatment as before. Intense thirst that continued. Towards end of (B)(6) 'shocky' symptoms - rapid heart beat, light headedness, vision graying out, leaded feeling. To bed feet elevated, blanket on high heat. On (B)(6) 2017 follow up with clinic doctor. Chest, neck and face to about my nose leathery dry, deep red, and looked like steel brush had been taken to it. Could not turn my head because of "leather neck". Doc was not concerned about dry leathery skin and erupting burn wounds chest, right arm, neck and face. Burn pattern showed skin exactly as exposed during MRI. Either side of neck that was sand bagged was not burned. On (B)(6) 2017 opted for different doc who agreed it was severe burn and no other probable cause except MRI. Wounds, and leathery skin treated with silvadine ointment. Nurse dressed burns with ointment and gauze. The nurse was very concerned about extreme heat emanating from burns. Ointment melted down chest. Dry burn sores on face, chest, in ear and nose. Skin sloughing off. Elbow pit red, raw, ugly with open burn wound like grease burn. Dr contacted hospital. Risk management called me. Risk management termed wounds "burns" in a follow-up email then changed condition to "rash". It is/was not a rash, hospital would not provide documentation. Peak of visible burns 3rd and 4th week in (B)(6). Pictures taken throughout. Pictures emailed to risk management. Follow up with dermatologist by risk management. It was a joke. Requested burn specialist and was denied. Dermatologist doctor acknowledged burns but would not attribute to MRI rf. At this time, burn wound sores still struggling to heal. Skin extremely dry. Dr says long term outlook is months of recuperation. We do not know the depth of burns and if rf harmed/scarred major/minor organs. I can't taste anything. I scheduled follow up visit with ophthalmologist (B)(6) 2017 to see if fresh scarring. Care hampered for lack of insurance. Hospital will not accept responsibility. Skin on arm is badly scarred. Scar faces, neck and chest. Future outlook?